Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of uterine perforation ("bilateral perforation; left coil in the posterior cul de sac (pelvic cavity) attached (embedded) to the wall of the uterus. Right coil was free floating in the posterior cul de sac.") In a (B)(6) female patient who had essure inserted. The patient's past medical history included multi gravida, parity 3 and general anesthesia (for essure insertion procedure) on (B)(6) 2016. Previously administered products included for an unreported indication: previous ius/iud. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 7 months 11 days after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower. The patient was treated with surgery (diagnostic laparoscopy on (B)(6) 2017 and removal of device). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation had resolved. The reporter provided no causality assessment for uterine perforation with essure. The reporter commented: essure insertion procedure: sounding and cervical dilation were done. Insertion and visualization of tubes were easy. Fluid loss was less than 1500 cc. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2016: right occluded and coil spillage from left side; on (B)(6) 2017: right occluded and coil spillage from left side. On (B)(6) 2017: diagnostic laparoscopy : bilateral perforation; left coil in the posterior cul de sac (pelvic cavity) attached to the wall of the uterus. Right coil was free floating in the posterior cul de sac. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 24-may-2017: uterine perforation questionnaire received: patient demographic details, historical and information about removal details provided. Event term updated: previously reported events "the right coil was outside of the uterus, and the left coil was outside the uterus" (device migration) and "the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall" (embedded device) were merged together, updated to bilateral perforation; left coil in the posterior cul de sac (pelvic cavity) attached (embedded) to the wall of the uterus. Right coil was free floating in the posterior cul de sac (and coded to llt uterine perforation). "Abdominal pain/ llq pain" was added as a symptom. Event outcome was provided. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the right coil was outside of the uterus, and the left coil was outside the uterus") and embedded device ("the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy on (B)(6) 2017). At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter provided no causality assessment for device dislocation and embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: no results reported; on (B)(6) 2017: no results reported. On (B)(6) 2017: diagnostic laparoscopy - the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 10-may-2017: quality-safety evaluation of ptc. Company causality comment: this spontaneous case report from a physician refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced device dislocation ("the right coil was outside of the uterus, and the left coil was outside the uterus") and embedded device ("the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall"). A hysterosalpingogram was performed two and a half months and six months after insertion but the result was not reported. Another month later a diagnostic laparoscopy was performed which showed the dislocation on both sides and the embedment on the left. Both events are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of device dislocation outside of the uterus and the embedded device were not provided; given the events' nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Further information has been requested.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("the right coil was outside of the uterus, and the left coil was outside the uterus") and embedded device ("the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall") in a female patient who had essure inserted. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and embedded device (seriousness criterion medically significant). The patient was treated with surgery (diagnostic laparoscopy on (B)(6) 2017). At the time of the report, the device dislocation and embedded device outcome was unknown. The reporter provided no causality assessment for device dislocation and embedded device with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-nov-2016: no results reported; on 8-mar-2017: no results reported. On (B)(6) 2017: diagnostic laparoscopy - the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall. Company causality comment: this spontaneous case report from a physician refers to a female patient who had essure (fallopian tube occlusion inserts) inserted and experienced device dislocation ("the right coil was outside of the uterus, and the left coil was outside the uterus") and embedded device ("the right coil was outside of the uterus, and the left coil was outside the uterus, and embedded in the uterine wall"). A hysterosalpingogram was performed two and a half months and six months after insertion but the result was not reported. Another month later a diagnostic laparoscopy was performed which showed the dislocation on both sides and the embedment on the left. Both events are serious due to their medical significance and they are anticipated in the reference safety information for essure. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a uterine perforation during insertion. In this particular case, limited information was provided. Although the exact mechanism of device dislocation outside of the uterus and the embedded device were not provided; given the events' nature, causality with the suspect insert cannot be excluded. This case was regarded as incident since intervention was required. A product technical analysis and further information have been requested.